Event description:
It was reported the patient went to the emergency room (ER) sedated and wanted the pump turned down. The pump was turned town to .1mg/day and a ptm dose of .01mg every six hours. The patient was admitted to the hospital. The ptm was working fine. The patient was said to be ¿in and out¿ of consciousness for the last couple days prior to this report date, but was alert on the morning of this report. There was swelling in her legs. The patient had a 30 minute whirlpool treatment on the day prior to this report and it was said the water didn¿t cover the pump. The patient resided at an assisted living facility. The patient had a history of diabetes, hypertension and ¿diuretic¿. The pump was used to deliver infumorph

Event description:
It was further reported that the cause of the event was respiratory suppression/sedation and somnolence due to oral narcotics with pain pump medication. The patient had been given oral vicodin with the morphine in the pump. The patient did recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).